Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device had cracked reservoir tube lip.(B)(4)

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.